Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00195. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending.

Event description:
Further follow-up indicates the patient was explanted on (B)(6) 2019.